Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The alarm log showed several errors, including calibration errors, noise alarms, abnormal response, and abnormal sample probe aspiration. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module for three patients. Patient 1's initial result was 122 mmol/l, and the repeat result was 135 mmol/l. Patient 2's initial result on (B)(6) 2026 was 134 mmol/l, and the repeat result on another cobas analyzer was 139.30 mmol/l. Patient 3's initial result on (B)(6) 2026 was 132 mmol/l, and the repeat result on another cobas analyzer was 139 mmol/l.

Manufacturer narrative:
A field service engineer (fse) completed an initial intervention on the fluidics, but a drift in results continued. The fse observed mechanical play on the z-axis shaft of the sample probe. The fse replaced the complete ion-selective electrode (ise) assembly and performed new calibrations that passed. The investigation determined that the service action resolved the issue.